Event description:
The cryocyte container was filled with 100 ml of stem cell product, cryopreservation and storage was performed in metal cassette in vapor phase of liquid nitrogen. Prior to opening the cassette, the cracks were detected through the window in the metal cassette as the customer placed product from one storage tank to another. Stem cell product was a back up allogenic transplant. There was no need for transplantation because patient had been already transplanted with another allogenic transplant and successfully engrafted.